Event description:
It was reported, two days following the deployment of the angio-seal, the pt had a deep vein thrombosis. An ultrasound revealed no hematoma. The physician reported that the angio-seal did not contribute to the deep vein thrombosis. The pt was being treated and should make a complete recovery.

Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the info provided to MFR, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.